Manufacturer narrative:
Only parts were returned for evaluation. The evaluator can not correlate the returned parts with the text of the alleged event. Neither of the parts provide motion (moving) power to the chair.

Event description:
Consumer alleges they got stuck in the street and had to call 911.

Manufacturer narrative:
Additional parts were returned for evaluation. Isolated fet (field effect transistor) failure.

Event description:
Consumer alleges they got stuck in the street and had to call 911.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges they got stuck in the street and had to call 911.